Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif) surgery for a fracture of the proximal end of the humerus. The surgeon proceeded the surgery according to the surgical technique, but the end cap could not be inserted at all. The surgeon inserted the 2mm end cap at first, but it could not be inserted, and then the surgeon inserted the 0 mm end cap, but it could not be inserted either. The surgeon gave up inserting an end cap into the multilock humeral nail (mhn) at his discretion. The surgery was completed successfully within 30 minutes delay. The surgeon said this was the first time an end cap had not been inserted into an mhn. No further information is available. This report is for one (1) ti multiloc end cap f/multiloc nail/0mm extension-sterile this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.